Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Seven heli-fx endoanchors were also deployed during the procedure for treatment of type ia endoleak. The aortic diameter at implant was 21-26 mm with an aortic neck length of 9 mm. The type ia endoleak was resolved after implant of the endoanchors. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.